Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 02:15:03 and (B)(6) 2012 02:15:03. The weekly pace lead impedance trend data shows a gradual increase for min and max rv pace equal to 736 to 2480 ohms range between (B)(6) 2012.

Event description:
It was reported that the right ventricular lead had high impedance and an alert was triggered. A threshold increase was also noted. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.